Event description:
Repair request initiated for device with the report of populating error message code 16 and 11. It was reported there was no patient involvement. Repair request escalated to a product event on evaluation due to detached component.

Manufacturer narrative:
H3: product analysis:evaluation determined that the motor housing is loose. The likely cause of failure the motor shaft is cracked. It was also noted the error code 11, 12, 16, the cable is worn, (device run with test cable), and the motor shaft is cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.